Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be due to a combination of patient morphology/pathology (posterior leaflet restriction) and user technique/procedural circumstances of sub-optimal imaging. The reported mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other implanted clip is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first clip. It was reported that on (B)(6) 2017, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Image quality was poor; however, two clips were deployed successfully. Post mr grade was 2+. A surface echocardiogram on (B)(6) 2017 revealed a slda from the posterior leaflet of both clips. There was no evidence of tissue damage or chordal rupture. Mr grade increased to 4+. A second procedure was performed on (B)(6) 2017, during which one clip was implanted reducing the mr to grade 3+. No additional information was provided.